Manufacturer narrative:
The reagent lot number is 794058. The expiration date was not provided. The field service engineer (fse) inspected the analyzer and determined a defective sample probe had caused the event. He replaced this part and checked the rinse levels. He performed calibrations, qcs and a precision check with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable tina-quant hemoglobin a1cdx gen.3 (a1cdx) result from one patient sample tested on the cobas c513 analyzer commercial system. On (B)(6) 2025: the initial result was 6.4%. On (B)(6) 2025: the repeat result was 5.4%. The repeat result was deemed correct.